Event description:
It was reported that the patient received an inappropriate shock, and the lead impedance was greater than 3000 ohms. It was suspected that there was a short in the header or a lead fracture. Both the device and the lead were explanted because it could not be determined which was the cause. No patient complications were reported as a result of this event.